Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced epigastric pain, nausea, vomiting, small bowel obstruction, distention, adhesions, peritoneal fluid, infection, abdominal swelling, gross purulent abscess, mesh not fully incorporated into abdominal wall, purulent debris. Post-operative treatment included revision/removal of the device.